Event description:
It was reported that an edwards aortic bioprosthetic valve has been diagnosed as moderately to severe aortic regurgitation nine (9) years after implant. Patient is being assessed for implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. Date of intervention not yet known.

Manufacturer narrative:
Additional manufacturer narrative - implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis reoperation and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.